Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was discovered that the electric pen drive device would stop while in use; and would start while safety was engaged. The reporter stated that other electric pen drive devices were tested with the console device, hand switch device and foot switch device; and never had this issue. There were no delays to the surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no human patient involvement. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4)